Event description:
It was reported that after successful deployment of a vascular stent in the right sfa, resistance was encountered during removal of the delivery system and approx 100 cm of the inner sheath detached, remaining on the guidewire. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.